Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that there were multiple dead pixels after correction. The lens focus ring was broken and it failed the leak test. The investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had an error upon connecting. Upon inspection and testing of the returned device, it was noted that no image was displayed due to a faulty cable. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e224 error was caused by poor communication between the camera head and the processors. It is likely that the focus ring of the camera head was damaged and water-tight, and water was flooded from that area resulting in e224 failure. The specific cause of the damaged camera head could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.